Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the insert product code/lot provided since its respective release for distribution. Although the investigation could not identify the root cause, it would not be unreasonable to expect some wear after approx 13 years of implantation. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening of the tibial and femoral components, osteolysis, and poly wear of the insert.